Event description:
The complainant alleged that during a routine shift check by a clinician the device displayed defib fault message 78, 79, 80, 108, and 109. The complainant indicated there was no pt involvement with this reported malfunction.